Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) spoke to the customer who was ordering a spare cable. The fse had a cable shipped to the customer. The site replaced the cable and the system was ready to use. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the blue cord in the back was ported, but broke off when the customer was going to dock the system. The customer contacted an intuitive technical support engineer (tse) after converting to laparoscopic surgery to report the problem. The customer clarified that they were referring to the blue fiber cable being seated in the patient side cart (psc), but the cable was physically damaged and broke off inside the psc connector. Prior to calling, the customer converted the case to laparoscopic surgery. The customer confirmed that they only had one single da vinci console on site and no backup blue fiber cable. Error 23 was observed in logs on the blue fiber cable. The procedure was converted to laparoscopic surgery with no reported injury.